Event description:
#Medwatcher #followup1 #FDA mw5060710 #(B)(4). Some things I forgot to add, forgetfulness!! I have such a terrible memory now. In addition, the constant bloating also includes sharp pains in the sides of my abdomen, which is worse when I sit or stand. Some other things, sciatic nerve pain, numbness of my legs and feet, hip pain, headaches, horrible periods, dizzy spells and anxiety.

Event description:
(B)(4). Shortly after having essure placed, I started having utis, yeast infections, bv, major acne, chronic fatigue, joint pain, dental problems, ibs and bloating, back pain, and major brain fog. None of these things existed prior to having the procedure done.